Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported in the maude database by the user facility (report # (B)(4)): "patient brought back to operating room approximately one month after implant for orif right forearm for failed hardware. The six hole plate broke. The patient stated this happened after he did one push up. Initial surgery was uneventful and uncomplicated."